Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's touchscreen was not fully responsive. A biomed reported that there was no impact damage noted, and the touchscreen calibration failed on the right side. Onsite service was requested. It was noted that the touchscreen would need to be repaired. The investigation is ongoing.

Manufacturer narrative:
The customer cancelled the quote, and the device was not repaired. Insufficient information is available to determine the resolution of the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.